Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right femoral artery. The 32x3.00mm, concentric target lesion was located in the mildy tortuous and severely calcified right coronary artery. The lesion was noted to have a significant bend <= 45 degrees. A 3.00x32mm synergy¿ drug-eluting stent (des) was implanted to treat the lesion. However, after the deployment, dissections were noted at the distal and proximal edges of the stent. A 3.00 x12 mm synergy¿ des was deployed at the proximal edge and another 2.75 x 12 synergy des was deployed at the distal edge to cover the dissections and the procedure was completed. No further complications were reported and the patient's status was stable.